Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool smarttouch catheter, and the patient experienced heart block that required ICD (implantable cardioverter-defibrillator) implantation. When ablating the left ventricular anterior fascicle, the patient developed complete heart block. This was observed on carto 3 system and electrophysiology recording systems electrocardiogram displays. They immediately paced with the right ventricular catheter already in the heart. The patient received an ICD implantation as a result of the heart block. Patient fully recovered and conduction came back. The physician's opinion on the cause of the adverse event was the procedure. The intervention provided was a bi v (bi-ventricular) ICD implant.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).